Event description:
The facility had reported an infusion pump with a failure code 812:02. Info was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up info, specific pt info, tubing product code and lot number in use, medical intervention and pt injury, but no add'l info was available. Add'l contact info was requested but no add'l contact was identified.